Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s pump had been off during a non¿diabetes-related hospital stay, and upon planned discharge the user¿s caregiver requested assistance to perform a supply change and reconnect a teflon infusion set so insulin delivery could resume. The pt reported they did not receive insulin while they were hospitalized. Symptoms included hyperglycemia with meter reading ¿high¿ during the period without insulin. Outcomes included resolution of hyperglycemia after reconnection to the ilet and resumption of insulin, with blood glucose returning to range and the user satisfied. Investigation included customer care troubleshooting and education, including guided supply change and verification of resumed insulin delivery. Investigation of this case revealed no device malfunction and that the elevated glucose was due to cessation of insulin while the pump was not in use, with successful mitigation after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance unrelated to device performance.